Event description:
On (06/15/2023, it was reported by an arthrex employee via email that the fiberwire from an ar-1588rt acl tightrope rt was broken. This was discovered during a procedure on (B)(6) 2023. Additional information requested.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint is confirmed. Upon visual evaluation, it was noted no problems with the two blue sutures returned. Suture tightrope is damaged and torn off. It was noted the presence of two blue sutures when only one is required for c2720-05. Dfu-0147-eo warns against the usages listed to help avoid breakage and potential patient injury. Section 6 note 6: do not add additional suture to the acl tightrope. The extra suture may impede the passage of the device through the femur. Functional test was not performed due to the damage to the device. The mostly cause of this condition is error use.

Event description:
Additional information provided 07/11/2023: the procedure performed was an anterior cruciate ligament reconstruction. This issue was discovered during box opening before use for surgery. The case was completed by using a new ar-1588rt. Image attached.